Event description:
In 2008, a patient/layperson responded to my call regarding his two weeks earlier allegation that his onetouch ultra would not turn on. Customer service had replaced the meter and test strips during his initial call. The patient reported the following: approximately ten days before, his meter reportedly prompted the battery indicator. The patient's pharmacist either replaced the battery or reinserted them so that the meter then functioned. A few days later, it again prompted battery indicator. The patient believes the pharmacist inserted a new battery; however, soon after he returned home, it would not turn on. After the reported issue, for two days the patient allegedly cut back his novolog insulin from 30 units twice a day to 30 units once a day. At some point after, he developed frequent urination that lasted a "day or two". He does not recall whether the symptoms subsided when he decided to return to his usual regime of 30 units novolog morning and 30 in the evening. He did not seek medical attention. Because the patient had a symptom that can be associated with hyperglycemia possibly after he decreased his insulin when he allegedly could not test, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.